Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was confirmed to be in safety fallback. The memory log report of the device verified that the device had recorded 4 warm resets due to the memory access fault. This behavior directed the technician to perform a microscopic visual inspection of the suspect part of the circuit. Broken pins connecting an integrated circuit chip to other circuitry was noted. Firmware was reloaded to the device and started, then inducing light mechanical manipulation to the device again forced the device to factory fall back. The outer titanium case was cut open to allow for more detailed testing of the internal circuitry. The intermittent connection of these cracked/broken pins, could have forced the device to produce a memory access fault, and/or it might have also forced the device to safety fall back and/or factory fall back. Hence, the memory access fault which was observed in the field, the loss of telemetry and faults that were observed during analysis could be caused by an intermittent connection of broken pins as a result of temperature change or mechanical manipulation. Broken pins were the cause for device fall back. Should the broken pins intermittently come into contact with the circuit, due to pressure on the external device case, as seen in the laboratory setting, or under certain implant conditions described below, this may allow for an intermittent power supply and would affect the ability of the device to deliver therapy and communicate. The device memory is designed to recognize this behavior as abnormal and as a result, a safety fallback fault code is visible upon interrogation and tones emitted from the device. This behavior is consistent with the clinical observations as well as device behavior in the laboratory setting.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator was operating in safety mode as the device had reached end of life. Premature battery depletion was suspected. The device was removed, replaced, and returned for analysis. No additional adverse patient effects were reported.